Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On october 19, 2004, the pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high and inaccurately control high. The senior medical affairs specialist spoke with the patient on october 20, 2004. The pt reported that she had been obtaining elevated results of 2 to 3 days. She obtained a 453 mg/dl on the reported meter, while experiencing no symptoms of high or low blood glucose levels. She took her set 45 units 70/30 following the test in the morning. Approximately 2 hours later, she drove herself to the ER, where a blood glucose result of 169 mg/dl was obtained on the ER meter. No treatment was administered for her diabetes; however, she was prescribed antibiotics for 2 different infections. The patient reported that she normally performs quality control testing once a month. She reported obtaining a high control solution result of 238 mg/dl (range not specified). The customer service rep confirmed that the control solution and test strips were correct and with expiration date. The pt was walked through two consecutive control solution tests and both fell outside the specified range. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter and test strips were replaced.